Event description:
(B)(4). Initial reporter at the facility noted two broken screws. Part number of the 2nd screw is unk. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.